Manufacturer narrative:
Integra has completed their internal investigation on 11/11/2014. The investigation included: methods: evaluation of actual device, review of device history records. Results: eval of complaint related device: the handpiece had low power and cracked housing due to the coliform malfunction and faulty housing. The coliform and housing were replaced. Functional tests were performed and the handpiece passed all tests. A DHR review was undertaken of works order numbers (B)(4), and the associated test record for (B)(4) to identify any recorded anomalies that could be associated to the issues surrounding the complaint. The mfg paperwork shows that the test release paperwork was completed in accordance with company work instructions. The documentation shows that the device was produced in mar2014. Conclusion: root cause could not be determined. CAPA has been initiated to address this failure. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
Handpiece was broken prior to the surgical case starting. The case was canceled. There was no pt contact. Additional info received from the integra sales rep on (B)(6) 2014 with the following: the handpiece was cracked. The handpiece was assembled by the surgical technician and did not notice that it was cracked at that time. When the handpiece was plugged in, several alarms went off on the cusa console. It was unk how the handpiece was cracked. There was no replacement available. The pt was already anesthetized and inside the operating room when the product problem occurred. The surgical case was cancelled and the pt was woken up. The scheduled surgery was for the partial lobectomy. Later on the same day of the surgery, a handpiece was borrowed from a different hosp and the surgery was able to take place the same day.